Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) checked the appearance of the device and confirmed that there was no abnormality. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -omsc tried to turn on the device, but confirmed that the device did not turn on due to a failure of the gi board. -the monitor screen was scratched. -the screw of the sdi1 connector was loose. In addition, the qb board of the sdi1 connector was damaged. This is a MDR reportable malfunction. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was automatically turned off because the offset of the output was damaged by the overcurrent. The exact cause of the overcurrent could not be conclusively determined. In addition, the causal relationship between the high frequency output device used when the reported phenomenon occurred and the reported phenomenon could not be confirmed, but it may have been caused by an accidental event. The cause of the damage to the sdi1 connector could not be determined, but it may have been caused by handling as it is a defect in the appearance of the device and not an event that occurred at the time of delivery. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus but has not been returned yet. Therefore, olympus has not yet investigated the device. The base of the device may have been destroyed when the high frequency was output. The user facility requested an investigation into the cause of the reported event. In addition, the user facility has two mris of 1.5 tesla and 3.0 tesla, and reported that running these at the same time caused a malfunction in other medical devices. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopic sphincterotomy, the device automatically turned off when high frequency was output, and the device never restored. The doctor replaced the device to another monitor and completed the procedure. The device was used in combination with an amco high frequency surgical device vio200d, an olympus video system center cv-290, and an olympus duodenal videoscope jf-260v. There was no report of patient injury associated with the event.